Event description:
General report received of an unspecified number of undocumented incidents of device breakage. The tubing sets were being used to deliver unspecified medications, at unspecified rates. At unspecified times, the customer contact reported that when the male adapter of unspecified 50ml syringes were connected to the secondary port on the cassette of the tubing sets, the thread of the syringes broke in the secondary port on the cassette of the tubing sets. Though requested, no additional info was provided including if the tubing sets were replaced and the therapies were initiated.

Manufacturer narrative:
The customer contact indicated that the device were discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the info known by the reporter upon query by hospira personnel.